Event description:
It was reported that the patient presented to the clinic for checkup when noise and loss of capture were observed. Diagnostic imaging revealed that the lead had dislodged. Upon opening the pocket, the device was found to have migrated downward, placing tension on the lead. When repositioning was unsuccessful, the lead was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).